Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right essure was more embedded in the ostia and the coils were not seen protruding from the ostia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (((B)(6) 1997, (B)(6) 2002, (B)(6) 2004, (B)(6) 2012)) and menometrorrhagia. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain chronic/ pain/ pelvic area"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish."), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain chronic") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (ablation and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, pregnancy with contraceptive device, menorrhagia, genital haemorrhage, anaemia, psychological trauma, headache, vaginal haemorrhage, depression, anxiety, migraine and fatigue outcome was unknown and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, anxiety, depression, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain chronic, abdominal pain chronic, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, psych injury, headaches. Pt had mirena iud placed in (B)(6) 2013, but iud was not seen on recent sono plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted - plaintiff did not undergo confirmation test discrepancy noted in essure insertion date-(B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : fatigue, anemia, menorrhagia, vaginal bleeding, anxiety, pelvic pain concerning the injuries reported in this case, the following ones were described in the patient's medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received : events outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right essure was more embedded in the ostia and the coils were not seen protruding from the ostia'), pregnancy with contraceptive device ('pregnancy'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (((B)(6) 1997, (B)(6) 2002, (B)(6) 2004, (B)(6) 2012)) and menometrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain chronic/ pain/ pelvic area"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (ablation). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the embedded device, pregnancy with contraceptive device, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, anaemia, psychological trauma, headache, vaginal haemorrhage, depression, anxiety, migraine and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, anxiety, depression, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain chronic, abdominal pain chronic, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, psych injury, headaches. Pt had mirena iud placed in (B)(6) 2013, but iud was not seen on recent sono. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted: plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records: fatigue, anemia, menorrhagia, vaginal bleeding, anxiety, pelvic pain. Concerning the injuries reported in this case, the following ones were described in the patient's medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: incident category updated. Reporter information updated. Incident category updated. Events added- vaginal haemorrhage, depression, anxiety, migraine, fatigue, pregnancy with contraceptive device, device ineffective, embedded device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.